Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a total abdominal hysterectomy, a bilateral salpingo-oophorectomy, an abdominosacral colpopexy, a cystoscopy, a rectocele repair, and a perineorrhaphy were performed. Operative findings indicated that the uterus, tubes and ovaries were normal; presence of a 3-cm rectocele; inflammatory changes of the perineal body; good anterior support; and bilateral ureteral jets were noted on cystoscopy. Per additional information received, the patient has experienced vaginal vault prolapse, cystocele, rectocele, dense pelvic, bowel adhesions requiring robotically assisted laparoscopic extensive lysis of adhesions, a sacrocolpopexy, cystoscopy on (B)(6) 2011, recurrent rectocele, a vault prolapse, a greatly diminished perineal body, urinary tract infection, vaginal vault prolapse, eroded vaginal mesh, perineocele requiring a partial resection of the vaginal mesh, colpectomy, colpocleisis, perineorrhaphy on (B)(6) 2012, excision of vaginal granulation tissue (B)(6) 2012, vaginal bleeding, postmenopausal atrophic vaginitis, recurrent friable granulation tissue requiring in-office removal and silver nitrate application (x2).